Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument reported an alarm due to abnormal arm strength. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The vessel sealer extend (vse) instrument has been returned and evaluated by the failure analysis (fa) team. Fa found the primary failure of functional test fail for the grip force test to be related to the customer reported complaint. The instrument was tested on the in-house system, the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The vse instrument passed the cut and bipolar tests. The instrument failed the sealing test with an error message displayed on the system. The reported failure was also confirmed in the logs 3 times and no ceramic dots missing.